Event description:
It was reported that during insertion of iol surgeon could not properly position the iol and tore the capsular bag. The incision was enlarged and sutures were required. The lens was replaced with another model lens. The patient's current prognosis was indicated as "doing well." This event pertains to the patient's right eye. Ref MDR # 2031924-2014-00025 for the intraocular lens.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.